Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a high estimated flow and power consumption for the reported event date. With the review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status such as previous thrombus events, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: age/date of birth, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, additional MFR narrative. Corrected: implant date, MFR site, heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that a patient presented to the hospital with high flows and was admitted for suspected pump thrombus. Patient was given 20 mg tpa. The pump parameters returned to baseline and the patient was discharged to home on (b)(46 2016 with home inr monitoring by alere vad watch.